Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the popliteal vein. An angiojet solent omni catheter was used for a thrombectomy procedure. During the procedure under thrombectomy mode, it was noted that there was no blood pumped out. There was liquid in the pump. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. It was further reported that the console alarmed and activity stopped but there was no error message displayed on the screen.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. Updated: b5 - describe event or problem. Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip and spike line were visually examined for damage or any irregularities. The shaft showed no damage. The pump was inserted into the ultra drive unit console. The pump and device primed, and the device was run for a period of 120 seconds in the thrombectomy mode. The devices pressure was within the normal range. The devices tip was inserted into a 100ml beaker filled with water to the 100cc mark. The device was activated and at the end of a 1minute time frame the device had aspirated 14cc of fluid, which shows functionality of the device. The device was aspirating as designed with fluid reaching the waste bag. Inspection of the remainder of the device damage revealed no damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the popliteal vein. An angiojet solent omni catheter was used for a thrombectomy procedure. During the procedure under thrombectomy mode, it was noted that there was no blood pumped out. There was liquid in the pump. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.